Manufacturer narrative:
H6: investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on both samples. A functionality test as per q-sop-183-dl was also carried out on the returned samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to determine root cause.

Event description:
It was reported that the bd micro-fine¿+ pen needles patient end cannula was too long. The following information was provided by the initial reporter: the needle npe seemed longer than usual, the patient felt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needles patient end cannula was too long. The following information was provided by the initial reporter: the needle npe seemed longer than usual, the patient felt.